Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. Device history record (DHR): reviewed the DHR for batch 17h02ge211. There is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): over-infusion patient who arrived on (B)(6) 2020 for the removal of the infuser scheduled for 24 hours (125-25), which was installed on (B)(6) 2020 at 6 pm, the patient refers that at 10 am on (B)(6) 2020, and had run out of medicine. Sample is not available for analysis.